Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient had connected to an incompletely primed patient line, which is a known cause of air in the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the homechoice (hc). The home patient (hp) indicated the patient line was not properly primed before they had connected. The technical service representative (tsr) assisted the hp to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.